Manufacturer narrative:
Patient information :unk. (B)(4). Claim # (B)(4).

Event description:
It was reported that a 13.2mm, tmicl13.2, -16/2/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to elevated iop and angle closure. Additional surgical intervention (aqueous tap and enlargement of pi yag laser) and medical intervention (iop lowering medication) were performed/prescribed prior to icl explantation but didn`t resolve the issue. It was reported that the problem resolved after explant " iop and angle grade returned to normal range." In the reporters opinion the device was the cause of this event.